Manufacturer narrative:
G4: 05may2020. B4: 05may2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse observed additional errors: unit will not power on when on/off switch is pressed, internal battery will not charge to capacity, when unit plugged into (alternating current) ac power on/off switch (light emitting diode) led switch from green led to yellow, when unit is plugged into ac power and internal battery is connected unit will power up on its own without pressing on/off switch. Unit has check vent backup alarm fail message, and unit did not pass air flow accuracy test. The customer replaced the defective power switch overlay, (central processing unit) cpu, (user interface )ui, and flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6)2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the battery and the unit turning on by itself without user interaction was confirmed. The customer states the unit is back in service and the unit is no longer turning itself on. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 23sep2019.

Event description:
The customer reported error battery failed. There was no patient involvement.